Event description:
Event description guidant received information that this implantable lead was surgically abandoned because of noise noted on the stored electrograms which inhibited pacing in this pacer dependant patient.